Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5. Around two months post-op, when the patient underwent x-ray examination, it was found that the cage had backed-out from its position. The patient also complained of lower extremity pain. Hence, on (B)(6) 2019, the patient underwent a revision surgery, in which the backed-out cage was removed and was replaced with a cage of different size. Patient's condition was reported to have improved now.

Manufacturer narrative:
Radiological image review results: post-op CT image of l4-l5 psf shows back out of the interbody graft. Initial implant date was (B)(6) 2018. Fusion is not expected to have occurred. Cage is 40-50% out of interbody space. If information is provided in the future, a supplemental report will be issued.